Event description:
It was reported per maude event report that a female was admitted on (B)(6)2010, with left arm fracture, which occurred during a witnessed seizure at home. On (B)(6)2010, she had a cardiac arrest and a right axillary aline was inserted. When the spring wire guide (swg) was removed, the tip appeared frayed and coiled. A chest x-ray (cxr) revealed retained catheter fragment in the axillary artery. She coded again and expired on (B)(6)2010.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.